Manufacturer narrative:
We were unable to review the manufacturing and inspection records for this lot as the lot # was missing. No samples were returned by the customer for evaluation. Additionally, the photographic evidence provided by the customer appeared to support the reported allegation. However, without access to the device affected, we are unable to complete a thorough investigation or determine the root cause. As a result, we cannot determine a definitive root cause or establish an appropriate corrective action at this time. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A risk manager reported a leak noted on catheter just after purple hub. It was reported that the device was repaired and did not require replacement.